Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck was short 12mm with angulation. Bilaterally, the iliac arteries were small in diameter, moderately calcified and moderate tortuosity. The stent grafts were implanted. The angiogram revealed that there was a type I endoleak, the physician used a reliant balloon to model the stent graft and the endoleak was almost resolved. There is a small type IV endoleak. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, unknown cause of endoleak. Conclusion: unknown cause of endoleak.